Manufacturer narrative:
Literature citation: fajadet, jean. Et. Al., ¿twelve-month results of a prospective, multicenter trial to assess the everolimus-eluting coronary stent system ((B)(6)): the platinum plus all-comers randomized trial¿, euro-intervention 2016; jaa-012 2016, doi: 10.4244/20150112-07. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via literature that patient death, myocardial infarction and thrombosis occurred. The aim of the study was to compare the safety and efficacy of the platinum-chromium-based everolimus-eluting stent (ees) with a cobalt-chromium ees. This was a prospective, multicenter, single-blind non-inferiority all-comers study randomizing patients with stable or unstable coronary artery disease to treatment with the platinum-chromium ees or the control cobalt-chromium ees in europe. Lesions were treated with either a (B)(6) stent or a non-bsc ees stent. The primary endpoint was target vessel failure (tvf) at 12 months following the index procedure. Tvf was defined as the composite of cardiac death related to target vessel, myocardial infarction (mi) related to the target vessel or ischemia driven revascularization of the target vessel (tvr). Results indicated clinical outcomes of cardiac death, mi, tvr and thrombosis at 30-day and 12-months. In conclusion the study found the platinum-chromium ees was non-inferior to the control cobalt-chromium ees at one-year follow-up.